Manufacturer narrative:
Other, other text: evaluation of the returned sample shows a bad gasket seal on the water tank cover causing a leak. A device history record DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. D5 operator of device is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device is leaking from the reservoir tank. No patient injury was reported.